Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was not connecting to the transmitter; as a result the customer's blood glucose was 49mg/dl at the time of the incident. He ate candy to raise low blood glucose levels. Troubleshooting was performed, but the transmitter still failed to be detected by the insulin pump. The insulin pump will not be returned for analysis, the transmitter will be returned for analysis. Unomedical inf set. Frn reservoir.